Manufacturer narrative:
The suspected speaker was returned to philips for failure investigation. The technician documented the following conclusion/root cause: the product investigation lab (pil) has verified by a temporary install of the suspect speaker into the pil standard test bed (stb) and noted that there was an alarm for check vent: primary alarm failed with repeat of 1102 error code during the diagnostic portion of the stb operation. In addition, the pil tech verified that the speaker failed pin to pin and solder to solder joint testing. The failure of this returned speaker is due to an open resistance to the voice coil of the speaker. Pil concluded that the returned speaker is faulty.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "primary alarm failed" error message. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated by a service engineer (se), and it was reported that the issue (check vent: primary alarm failed, power speaker fail, diagnostic code 1102) was confirmed in the event log. The se replaced the speaker #1 to resolve the issue.

Manufacturer narrative:
H10: e1- (B)(6).